Event description:
It was reported that deployment of the proglide sutures were attempted in a moderately calcified, mildly tortuous right common femoral artery using the preclose technique before an abdominal aortic aneurysm (aaa) procedure. Reportedly, it was not possible to place the sutures. It appeared that the needles were not able to cross the calcified plaques in the common femoral artery and did not connect to the cuffs. The two proglide devices were replaced with one prostar xl and hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint was confirmed based on a posterior cuff miss. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.